Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev00 ventilator was evaluated by a philips service center field service engineer, and the customers' complaint was confirmed. During the evaluation, it was noted that the device failed an o2 calibration test step, even though the o2 cell was new. The evaluation is currently in process. If additional information becomes available, a supplemental report will be filed.